Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No unlocked keypad connector was noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at a dispaly window corner, cracked reservoir tube window and broken battery tube threads.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. She was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 331 mg/dl, for which the customer was unable to deliver a bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.